Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. A follow up report will be provided upon investigation completion.

Event description:
A customer reported an epiq cvxi ultrasound system using an x8-2t transducer shut down and the display went black during a heart procedure. They were unable to reboot the system and another ultrasound system was brought in to complete the procedure using the same transducer. There was no patient or user harm associated with this event.

Manufacturer narrative:
Failure analysis of the returned acquisition module was performed by the vendor and they could not find any faults with the part. However, replacement of the acquisition module resolved the immediate issue. No further issues reported.